Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the 3d image has defects or is not displayed, the fiber bonding in the outer tube area (distal end) is damaged. The root cause could not be identified. However, investigation results suggest that the malfunction was likely due to a broken video cable, resulting in defects or absence of the 3d image, and a broken charge-coupled device (r-unit), leading to inadequate resolution. Component failure was determined to be the most probable cause. The cause of the damage to the fiber bonding in the outer tube area at the distal end was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope 3d connection was disrupted when moving the cable. There were no reports of patient harm.